Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient reported hearing an alert the day after the device changeout. At the time of the changeout, the right ventricular lead had adequate measurements. Upon interrogation, the right ventricular lead pacing impedance was high and the capture had also risen. The lead had a possible fracture. The lead was explanted and replaced. During the explant procedure, both the left ventricular lead and the atrial lead were dislodged as they were adhered with scar tissue to the right ventricular lead. Both leads were also explanted and replaced. No patient complications have been reported as a result of this event.